Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The prime test could not be performed due to the loose drive support disk. No motor error alarm was noted. The insulin pump was recieved with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during prime. The device also alarmed compromised force sensor system, and insulin is squirting out. The drive support cap was also loose and she was experiencing high and low blood glucose. Customer's blood glucose was 598 mg/dl. Troubleshooting was performed for motor error and customer was able to rewind the device. Troubleshooting was performed for the compromised force sensor. Customer's blood glucose was 555 mg/dl. Insulin was squirting out due to customer pressing the loose drive support cap. She reported the drive support cap was flush. Troubleshooting was performed for low and high and it was noted the drive support cap was loose. Her low blood glucose was at 20 mg/dl. She was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.